Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that evidence of a right atrial (ra) lead dislodgement was noted at the pre-discharge device check. The lead was explanted and replaced. No patient complications have been reported as a result of this event.